Manufacturer narrative:
The tech found the bed with no functions working from either siderail. The tech replaced the outside right siderail switch package to repair the bed.

Event description:
The account alleged that the head of the bed had an unintentional movement up and now that the head is completely raised, it will not lower.